Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the patient suffered pain, physical discomfort in the form of the hip feeling like it was going out of the socket, constant audible popping sounds; worsening of the condition in the left hip when engaging in any physical activity and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records patient was revised to address mechanical failure, left total hip arthroplasty. Operative finding reported amounts of both heterotopic ossification as well as metalosis with chronic inflammation and bursitis. Revision note reported some metalosis detected around the head-neck junction and deeper around the periarticular area.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.